Event description:
Patient's mother contacted dexcom to report a permanent scar about the size of a pinhead after the scab heals at the sensor insertion site. The patient did not seek medical intervention, applies nothing to the scab, and lets the scab fall off naturally. The current condition of the patient at the time of report: patient feels healthy. Dexcom technical support did a follow-up with the patient on (B)(6) 2013, the patient was not home, but the patient's mother stated that the patient had not complained of any further permanent scarring.